Event description:
It was reported that the patient experienced generalized weakness with his previous generator when the battery became low. The vns generator was replaced. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Describe event - inadvertently included no surgical intervention was taken in supplemental MDR #1.

Event description:
Additional information was received that physician believes the cause of the generalized weakness is due to low vns battery. No additional relevant information has been received to date. No surgical intervention has occurred to date.